Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc was not booting up. During troubleshooting, the fse stated flexvision pc having issue, which was purchased recently by customer and installed it less than two months ago, and the third-party engineers performed repairs on the system previously, due to which the fse could not continue the troubleshooting. The third-party engineering group was looking into further courses of actions for the flexvision pc issue. Therefore. No service action was performed by the philips. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.